Manufacturer narrative:
Additional information provided: concomitant medical products: the patient was an adult. Although requested, patient identifier, age or date of birth, and weight was not provided by the customer. The customer¿s report that the male luer spin collar cracked was confirmed. Visual inspection of the set noted a vertical crack (in direction of fluid flow) extending from the distal end of the spin collar of the male luer at the opposite side of the molding injection gate and on the same side of the gate. Multiple stress lines and white stress marks were observed in several areas around the collar and base of the cracks. The root cause was identified to be prolonged exposure of 70% ipa to the male luer tip from the attached curos male luer cap that can cause stress and cracking. This in combination with multiple contributing factors such as high hoop stress or outside force from use and over-tightening placed on the male luer, either during connection or disconnection with a mating component or tool, or use conditions such as application of aggressive disinfectants/cleaning agents and extended use and repeated connection/disconnection of the component.

Event description:
The customer reported that while the PICC rn was performing rounds, the nurse encountered a peripheral IV tubing set with a cracked male luer spin collar on an adult patient. There was no report of patient harm.

Manufacturer narrative:
Concomitant medical products: (1)male leur with up to 2-1/4 inch of tubing, therapy date unk. The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed. Patient age and date of birth requested but not provided. Per the provided picture, it is presumed that the patient was an adult.

Event description:
The customer reported that while the PICC rn was performing rounds, the nurse encountered a peripheral IV tubing set with a cracked male luer spin collar on an adult patient. There was no report of patient harm.